Event description:
Report notes that nuclear cardiology has had a second radioisotope spill. These spills have been directly related to use with the needless system. Right at the end of the flushing of the isotope, the tubing came apart from the needleless cannula. This last spill occurred using the interelock threaded lock cannula. It leaked during the infusion of the isotope/adenosine combination. The baxter representative was consulted after the first spill - the interlink threaded lock cannula is used more for IV line use, not for connection to the heplock itself. The needleless cannula #2n3386b seems to slip out if it gets wet before being connected. We have stopped using the system. This system was attempted to help support the needleless program, but is being abandoned due to the problems noted in this report. Due to nuclear harzard involved it was felt a report to FDA was indicated. Additional device in use - baxter extension set #35. This report is filed that the needleless system should not be tried where radioisotopes are in use in nuclear cardiology studies. Device not saveddevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: device failure indirectly caused event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device use continued with restrictions/limitations. The device was destroyed/disposed of.